Event description:
Patient presented with painful left total hip replacement and peri-prosthetic femoral fracture non-union on (B)(6) 2012. Revision was performed, revealing a surgical site infection at the hip replacement and the plated femur. All existing hardware was removed via the posterior approach and left femoral plates. The patient had a previous extended greater trochanteric osteotomy that was not fully healed leaving a non-union of the greater trochanter. The surgeon noticed patients femur had begun to pull away from the proximal portion of the plates and that the patient had an extended trochanteric ostectomy and the distal portion of this was necrotic and free floating. This necrotic portion was removed along with the proximal and distal segments of the femur. The site was revised with new devices and anti-biotic therapies. An antibiotic cement unknown rod from the femur enveloping a synthes 4.0 mm pediatric flexible antibiotic nail and eight antibiotic cement beads were placed within the acetabulum and femur. This is 16 of 25 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned . A review of the device history records showed that the parts conformed to inspection requirements. There were no complaint related issues associated with this complaint.